Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis nurse reported that a patient had expired. The date of death is unknown. The patient had been transferred to end stage hemodialysis.

Manufacturer narrative:
Clinical evaluation: esrd patients are at high risk for mortality with cardiac disease is the largest single cause of death for both hemodialysis and peritoneal dialysis patients, accounting for 43% of all-cause mortality (herzog, et al., 2017). Based on the lack of available information, it cannot be determined if there is a temporal relationship between fresenius products and the patient¿s death. Additionally, there is no documentation in the complaint file that indicates a causal relationship between fresenius products and the patient¿s death. Should additional information become available, this clinical investigation will be re-evaluated accordingly. Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported that a patient had expired. The date of death is unknown. The patient had been transferred to end stage hemodialysis.